Manufacturer narrative:
Date of event estimated. The UDI number is ¿ni¿ as the catalog number was not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet resulting in tissue damage and increased mitral regurgitation requiring intervention. It was reported the initial mitraclip procedure was performed in 2021 to treat mitral regurgitation (mr). Two clips were implanted. During follow up a year later it was noted one clip had detached from the posterior leaflet (single leaflet device attachment (slda)) resulting in suspected leaflet tear. Per the physician, the slda was due to the thin leaflets and the xtw clip was too heavy. A second procedure was performed on 05/20/2022 where one clip was implanted reducing the mr from a grade of 4+ to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single leaflet device attachment (slda) is patient anatomy. The reported tissue injury and mitral regurgitation (mr) are cascading effects of the slda. The reported tissue injury and mr are listed in the mitraclip instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported hospitalization and medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.